Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure (further patient and device information is unknown). Post-op, the patient received ineffective therapy due to receiving stimulation in an unintended area. In turn, the lead was found to have migrated. As a result, the patient's lead was repositioned the following day. Effective therapy was restored following surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.